Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned.

Event description:
As reported via mw5119450: the patient came in with loose acetabular component. A vitalock a cup was removed, as well as a 28 +6 metal srom head. No indication of any issue with our product. A multi-hole gription cup size 66 was then implanted with a 36 neutral liner. 36 +6 head was trialed and then implanted.